Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: 05415067017246, serial: 18784804, batch: a000100586.

Event description:
It was reported that one of the patient's leads was explanted and replaced due to impedance issues.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section d6b date of explant should have been (B)(6) 2022 on the initial report. This correction is reflected in this additional report 1.

Event description:
Additional information received indicates that high impedances were noted. As a result, the lead was explanted and replaced.